Event description:
Prior to 11/27/1998, the pt was testing his blood glucose on suspect device and was 40-50 mg/dl. He was showing signs of hyperglycemia. His mother called emt's and was taken to hospital and admitted to ICU. He was released on 11/29/1998. The pt took his suspect device to doctors appointment on 12/2/1998 and tested blood glucose, was 49 mg/dl. On doctors device blood glucose was hi. The lab blood glucose was 806 mg/dl. Tests were done back to back. He was admitted to the hospital. Prior to incident the pt was not taking insulin based off of the suspect device readings.